Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 42-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test." The patient's previously administered products included for an unreported indication: mirena. In (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dizziness ("dizziness"). On (B)(6) 2016, the patient was found to have white blood cell count increased ("high white blood cells"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy(full),salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved, the dysmenorrhoea, fatigue, menorrhagia, anxiety and depression had not resolved and the white blood cell count increased and dizziness outcome was unknown. The reporter considered anxiety, depression, dizziness, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and white blood cell count increased to be related to essure. The reporter commented: over the next several months and years after essure was inserted, she sought treatment on multiple occasions for these symptoms. Hysterectomy surgery was scheduled for (B)(6) 2018. Diagnostic results: following the requisite time period after implantation of essure, the plaintiff had na hysterosalpingogram test done (no results provided). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : following events were added-high white blood cells, dizziness and did not underwent essure confirmation test. Event ¿among other symptoms¿ was deleted. Outcome of the event severe pelvic pain/pain was changed from not recovered / not resolved to recovered/resolved. Reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), menorrhagia ("menorrhagia"), anxiety ("anxious"), depression ("depressed") and adverse reaction ("among other symptoms"). At the time of the report, the pelvic pain, dysmenorrhoea, fatigue, menorrhagia, anxiety, depression and adverse reaction had not resolved. The reporter considered adverse reaction, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: over the next several months and years after essure was inserted, she sought treatment on multiple occasions for these symptoms. Hysterectomy surgery was scheduled for (B)(6) 2018. Diagnostic results: following the requisite time period after implantation of essure, the plaintiff had na hysterosalpingogram test done (no results provided). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.